Manufacturer narrative:
Lifescan has requested the return of the subject product (s) for eval. If the product (s) are returned, lfs will evaluate it/them and inform FDA of product (s) that do not pass inspection in a supplemental report. The pt does not recall the date of event.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The pt/layperson reported that his onetouch ii meter allegedly would not turn on in 2002, exact date not recalled. The battery had not been replaced per the owner's manual. On an unk date after the issue began, the pt reportedly developed a headache and became weak and sluggish. The pt, whose regimen is insulin, allegedly was treated with insulin in an urgent care facility, after the reported issue. Due to the time line, the pt could not recall other details. The complaint is classified as MDR reportable due to the following conclusion: the pt allegedly rec'd treatment when unable to test his blood glucose. The product was replaced.